Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an auxiliary control unit watchdog failure, primary audible alarm, and pass code needed error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. The device was returned with a missing plunger head. Review of the event history log showed occurrences of primary audible alarm post and acu watchdog error messages. It was found that in addition to the missing plunger head, one of the caps on the interconnect board was broken. Functional testing was not possible due to the damage. The reported issue was not able to be duplicated during the investigation. A root cause was not determined. The missing parts were installed, device was cleaned, calibrated and all functional tests were then performed. Service history review identified the complaint was not related to a previous service of the device within the review period.